Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After completing unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly. Physio determined that a transistor, designator q7, on the therapy pcb assembly was the cause of the reported issue.

Event description:
While evaluating for a non-critical reported issue, physio-control discovered during troubleshooting of the therapy pcb assembly that a transistor, designator q7, had shorted. The device provided 80% monophasic shock instead of a biphasic energy. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no report of patient use associated with the reported event.